Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have an exposed electrode on one of the bases of the bipolar forceps grip. The unit passed the electrical continuity test. There was no sign of damage on the conductor wire. An additional observation not related to the customer reported complaint was also identified. The instrument was found to have scratch marks/abrasions on the surface and edge of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was observed to have the plastic melted at the mouth of the instrument. The instrument was being processed for the 9th time. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.